Event description:
It was reported that the device would not infuse blood product. There was patient involvement but no reported patient harm. Although requested, no additional information was provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Note that this report lists imdrf annex a0709, g0301204, c16, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device would not infuse blood product. There was patient involvement but no reported patient harm. Although requested, no additional information was provided.

Event description:
It was reported that the device would not infuse blood product. There was patient involvement but no reported patient harm. Although requested, no additional information was provided.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pump module would not infuse blood product was confirmed based on the review of the logs and replicated during laboratory testing. A pressure sensor malfunction product analysis procedure completed successfully with no alarms or malfunctions with known good dchu fsa series pressure sensors installed. The fso series pressure sensor build date code was observed to be (B)(6) 2005, indicating that the pressure sensor is over eighteen (18) years old. Rate accuracy testing was also performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. The pump module event log contains limited information about the programming of the device and does not contain drug information. The profile in use was not identified as it resides on the pcu. Based on the review of the pcu event log, on (B)(6) 2024, at 4:48 pm, an infusion was programmed and started suspected to be the reported blood product infusion, with a rate of 100ml/hr and a volume to be infused (vtbi) of 300ml. From 4:48 pm through 5:02 pm, the pump module alarmed for patient side occlusion ten (10) times. The infusion was restarted after each instance. At 5:03 pm, the pump module alarmed for patient side occlusion for the eleventh (11) time and for check IV set. The pump module was channeled off. A review of the pump module error log could not be performed. The system had no error log available to download. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The alaris pressure sensor tip sheet states to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report that the pump module would not infuse blood product is attributed to patient side occlusion alarms. The probable cause of the patient side occlusion alarms is being attributed to an intermittent failure of the patient side fso series pressure sensor. The age of fso series pressure sensor is also believed to be a contributing factor. Note that imdrf annex a0401, a1801, a040502, c07, c0601, d01, d15, g02017, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.